Manufacturer narrative:
The following additional information was provided by the customer. The disconnection location was not cut by them. The luer connector was "switched" too tight when the customer wanted to adjust the tubing. The customer pulled too hard and caused the disconnection. Additional information: h6, h11. H11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photo showed that the access pre pump line was cut. The batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was determined to be related to improper handling of the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "screw cap of the arterial end tube connector" of a prismaflex st150 set fell off during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.